Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 190 mg/dl, 72 mg/dl, and 75 mg/dl. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.